Event description:
It was reported the bd micro-fine ultra¿ pen needles 31g x 5mm - 100 count was clogged. The following information was provided by the initial reporter: over the past week, several patients at our pharmacy have reported having problems with the bd micro-fine ultra needles. Among other things, crooked needles or needles that refuse (nothing comes out) are reported by the patient. Since it now affects several patients, I would like to report it to you. I do not know the batch number of everyone involved, but in any case, it concerns the 0.25 x 5 mm needles with batch number 3179400.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
E1: initial reporter phone # (B)(6). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd micro-fine ultra¿ pen needles 31g x 5mm - 100 count was clogged. The following information was provided by the initial reporter: over the past week, several patients at our pharmacy have reported having problems with the bd micro-fine ultra needles. Among other things, crooked needles or needles that refuse (nothing comes out) are reported by the patient. Since it now affects several patients, I would like to report it to you. I do not know the batch number of everyone involved, but in any case, it concerns the 0.25 x 5 mm needles with batch number 3179400.